Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture of the right atrial lead. The lead was revised on (B)(6) 2019. Chest x-rays showed proper placement. Patient was stable post procedure.